Manufacturer narrative:
Product information: unknown d2b procode for wire guides = dqx. (B)(6). PMA/510(k) #: pre-amendment for wire guides. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported during insertion of a peripherally inserted central catheter (PICC) line, the wire unraveled from the tip in an elongated spring-like fashion. Additional information has been requested and it was reported no additional information will be provided. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
Additional information: it was reported that the tip of the elongated device separated while inside the patient. The physician cannot recall whether or not the segmented piece was left in the patient or retrieved. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufactures instructions, quality control, and specifications of the device were conducted during the investigation. There are two wire guides included in the complaint device set. It is not specified which of the two wire guides separated, so both device master records were reviewed. For the sake of consistency, those will be referred to as wire guide ¿a¿ & wire guide ¿b¿. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history records shows no nonconforming events which could contribute to this failure mode. However, it should be noted that the subassembly lots revealed several nonconformances. Wire guide ¿a¿s subassembly lots revealed fourteen nonconformances for excess teflon, and two for broken wires. Wire guide ¿b¿¿s subassembly lot revealed one nonconformances for split coil, and one for short coil length. While some of these nonconformances are related, it should be noted that all compromised devices were scrapped prior to order completion. It should also be noted there was one other reported complaint for this lot number. Because a physical examination could not be performed a previous investigation examining a device of a similar rpn, same lot, and similar failure mode will be referenced. The wire guide in that complaint was returned used and damaged. The coil was unraveled but not separated. There was a kink present, and the mandril separated from its distal weld. It is unknown what caused the device in this complaint to fail. There was little information provided regarding the procedure. The customer did report that the wire guide became stuck during retraction, but the customer did not say if the wire guide was retracted through a needle, an action that typically results in wire guide unraveling and/or separation. The customer could not be reached for additional information so use error could not be confirmed. Additionally, the manufacturer's instructions and quality control measures were reviewed for both wire guide ¿a¿ and wire guide ¿b¿ and no gaps in the process were found. Furthermore, an IFU is provided with the device, which states ¿the product is intended for use by health care practitioners trained and experienced in proper positioning of catheters in the central venous system using percutaneous entry technique. Standard technique for placement of vascular access sheaths, angiographic catheters and wire guides should be employed. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Additional information: during use, the reported device "got stuck" and elongated. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.